Manufacturer narrative:
The report is only to correct the bad. Confirmation received with correct become aware date.

Event description:
It has been reported that the AED did not pass the self diagnostic check.